Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, deformation, and cloudy color in the gel was observed after autoclave cycle. Weight measurement of the device identified device was overweight. Even though the device was overweight it was not considered a workmanship issue since all units of the weight report were within specification when released from the manufacturing process. A microscopic analysis was performed which identified wear abrasion. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported a left side rupture. Device was explanted.